Event description:
During utilization of bio-phase ii suture anchor on 4/5/2001, a portion of the inserter shaft tip fractured and remains within implant in pt's shoulder. No addiitonal intervention is anticipated.